Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Approximately six months prior, the device showed an estimated remaining longevity of two years. Currently, the estimated remaining longevity had decreased to four months. Technical services (ts) suspects longevity decrease is likely due to battery transition later in life, however requested to submit data analysis for engineering review. At this time no additional information has been received. The device remains in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully. The explanted device will not return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Approximately six months prior, the device showed an estimated remaining longevity of two years. Currently, the estimated remaining longevity had decreased to four months. Technical services (ts) suspects longevity decrease is likely due to battery transition later in life, however requested to submit data analysis for engineering review. At this time no additional information has been received. The device remains in service. No adverse patient effects were reported.